Event description:
A malfunction alarm related to altitude was reported for the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on preventing altitude alarms, which the customer understood, and the issue was resolved without needing to replace the cartridge, allowing the customer to resume insulin delivery with the original cartridge.